Event description:
On 5/18/94 a peripherally inserted central venous line was being place on a patient using a radifocus guide wire. Several attempts were made to cannulate the brachial veins. After the final unsuccessful attempt, to cannulate the vein, the guide wire was removed. While removing the guide wire a small portion of teflon covering the wire was stripped off and was left in the patient's soft tissues.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, labeling - inadequate instructions for use, labeling - incorrect instructions for use, telemetry failure. Conclusion: no failure detected and product within specification, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device use continued with restrictions/limitations, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.